Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth telemetry loss. The patient was seen in clinic and the ICD was re-paired. There were no patient consequences reported.